Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
Functional evaluation replicated customer concern regarding assembly of lockscrew into superior portion of implant. Dimensional evaluation of both upper and lower with go/no-go thread gage reveals go thread gage failure in the superior lock screw hole. Dimensional and functional evaluation of both lock screw threads with go/no-go thread gage and sample implant did not identify any dimensional or functional issue of lock screws. No material damage noted on lock screws, and both implant and lock screws are made of the same material, 316 ss. Additionally, the implant inserter does not engage the threads; if the lock screws were misaligned during intraoperative assembly, the lock screw would be anticipated to have similar damage to the implant damaged threads. ). It is noted that one of the original lock screws is missing and not returned for analysis. Two lock screws come packaged with the prestige assembly, with the same lot# as the other implants. One of the (B)(4) lock screws was not returned. The other lock screw with the separate lot# may have been the replacement available from the prestige instrument loaner kit, thus allowing for possible intraoperative misalignment of the superior portion of the disc. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during a cervical disc replacement procedure at c5-c6, the final locking screw would not engage to plate. Since the screws could not be locked down on the superior aspect of disc, the entire disc had to be removed. The surgery was converted to an acdf.